Event description:
Latitude alert for rv impedance >3000 ohms, no noise on stored egm's. Patient brought into office to determine if lead issue. Provocative maneuvers done, unable to reproduce impedance out of range or noise on rv lead. Bsc tech support contacted, thought issue is spring contact due to bsc generator with mdt 6947 lead. No recommendations other than watch lead provided, comment made that it is because of bsc generator with competitor leads. Noted rv impedance returned to baseline over next several days. Three months later it continues to have out of range and higher than baseline impedances per daily measurements on rv lead. No noise seen on stored egm's. Out of range and higher than baseline impedances are more frequent than baseline impedances. Manufacturer response for ICD, boston scientific d151 dynagen (per site reporter). Initial call to bsc tech support was "well it's because you are using a bsc generator with competitor leads" no recommendations could be given because there is no safety alert or advisory out about this issue. We had not been notified of this ongoing issue. Bsc tech support mentions they have known about this issue (not using bsc generators with competitor leads) for 2 years. Further talks with bsc tech support state it is up to the md what to do in this situation, considering opening the pocket again/procedure vs watching. They state they are confident therapy will be delivered when needed. However, if patient is chb they suggest replacing lead. Currently we are continuing to watch for noise on rv lead to determine which course of action to take. Impedances continue to be erratic and out of range but no noise seen on stored egm's.